Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high capture threshold and low sensing were observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient is doing well following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.